Event description:
It was reported that this right ventricular (rv) lead had been cut. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received indicates that there was no reported allegation regarding the rv lead, and no adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in blocks f10 and h6 (device code). This supplemental report was created to document and correct the previously reported device codes. This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead had been cut. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead had been cut. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received indicates that there was no reported allegation regarding the rv lead, and no adverse patient effects were reported.